Event description:
The customer called for assistance with an infusion set change. The customer is blind and the paramedics were at the customer's home as well. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.